Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after inserting the left ventricular (lv) lead into the coronary sinus during the implant procedure, the lv pacing impedance was high. The physician attempted several positions, however, the pacing impedance values were high. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.